Event description:
A report was received that the patient experienced an infection at the pocket site. Discharge and infected tissue was observed at the site. The physician prescribed oral and intravenous antibiotics. The pocket site was irrigated and cleaned. No culture was taken. The patient had an explant of the ipg and is reportedly doing well after the explant.

Manufacturer narrative:
Device evaluation indicated that th ipg passed visual, electrical, performance and photographic imaging tests performed.

Event description:
A report was received that the patient experienced an infection at the pocket site. Discharge and infected tissue was observed at the site. The physician prescribed oral and intravenous antibiotics. The pocket site was irrigated and cleaned. No culture was taken. The patient had an explant of the ipg and is reportedly doing well after the explant.